Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and photographs were not provided. The described situation is adequately address in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. A failure during the manufacturing process can be excluded based on the investigation. The filters are 100% tested for their tightness in the production line. The reported failure could have been caused by improper handling during logistics. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that the housing of an ultraflux dialyzer broke during a patient¿s continuous renal replacement therapy (crrt). The nurse immediately returned blood to the patient and stopped the treatment. The dialyzer was replaced with a new one and the patient¿s hemofiltration was continued and completed. Blood loss was reported to be 50 ml or less. There was no patient harm or adverse event reported at intake. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.